Event description:
It was reported that during a shoulder rotator cuff repair surgery the truepass needle was successfully used in the patient; however, after using it, it was found that the needle tip was missing. An intraoperative fluoroscopy revealed that the tip of the needle was in the patient's body and could not be removed. There was delay between 0-30 min. The current health status of the patient is good.

Manufacturer narrative:
The reported truepass needle, used in treatment was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The distal end of the needle has broken off at the suture slot. The broken portion was not returned for examination. The break areas show no material voids. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the needle during insertion. Contact with a boney surface during use. This is an acknowledged failure mode that has been evaluated and is being monitored. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.